Manufacturer narrative:
Based on the information provided, the cause of the reported bowel injury is unknown. If additional information is received a follow-up MDR will be submitted. Isi has made additional attempts to contact the site and gather additional information. However, no further details have been received as of the date of this report. Based on a log review, it was identified that there were two prostatectomy procedures by the same surgeon on the reported procedure date. A review of the site's system logs for both the procedures was conducted. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. Additionally, all instruments used in the case were used in subsequent procedures, with the exception of the following: synchroseal instruments, which are single use instruments and one large needle driver instrument. Site reviews have shown that no complaints were filed against these instruments. No additional complaints related to the product or the event were identified during a site complaint history review. No images or procedure videos were shared for the event. Although there was no allegation that a malfunction of a da vinci system, instrument, or accessory occurred, based on the information available, the complaint is being reported due to the following conclusion: isi was not able to obtain further details regarding the alleged postoperative complication of bowel injury and whether they were related to the device. Blank MDR fields: follow-up was attempted, some of the patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section is not applicable. Field implant date is blank because the product is not implantable. Field is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields PMA/510k, recall (if recall number is given) and correction/removal number are not applicable.

Event description:
It was reported that two days after a da vinci-assisted prostatectomy surgical procedure, the patient experienced pain and underwent a second non-robotic procedure. The patient was identified with a dime-size burn on the small bowel. The bowel burn was repaired and the patient was reported to be recovering well. Although there was no allegation of an intuitive surgical, inc. (Isi) device malfunction during the robotic procedure, the cause of the bowel injury is unknown. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.